Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was exhibiting decreased sensing and increased capture threshold. An x-ray was performed and the lead appeared normal. The physician decided to cap and replaced the lead. The patient was in good condition following the procedure.